Event description:
Pediatric patient had a small amount of post-op nasal bleeding after adenoidectomy. No treatment required to control bleeding.

Manufacturer narrative:
(B)(4). Eval method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.